Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the suction irrigator got stuck inside the trocar. There was no harm caused to the patient. The device is expected to be returned for evaluation.